Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and did not observe a leak. The fse confirmed that no diff results had been generated. He replaced the obstructed diff sample line from diff shear valve to diff mixing chamber, which resolved the lack of diff results. The fse ran startup/shutdown on the instrument and made slides on the slidemaker but was unable to reproduce a leak. The instrument ran without issue and all the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10 ml from a coulter lh 780 hematology analyzer while troubleshooting the instrument after receiving no differential (diff) results. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.